Event description:
It was reported that during the reversal colostomy procedure, surgeon lost the anvil. Surgeon had to find the device using the colonoscopy. The patient needed another colostomy bag.

Manufacturer narrative:
(B)(4). Date sent: 02/15/2023. Only event year known: 2023 batch # unknown. Health effect ¿ clinical code = gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. The following information was requested, but unavailable: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? How was it confirmed that the anvil was properly attached? When was the anvil lost? Why was the decision made not to reconnect the patient? Was the anvil transanally removed vs. The colostomy? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Is the colostomy temporary or permanent? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 02/21/2023. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Hartmann's did the patient receive any preoperative chemotherapy or radiation? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Surgeon how was it confirmed that the anvil was properly attached? Unknown. When was the anvil lost? After firing. Why was the decision made not to reconnect the patient? Unknown. Was the anvil transanally removed vs. The colostomy? Transanally. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? Unknown. What confirmation was received that the device completed the firing sequence? Unknown. Was the green checkmark visible at the end of the firing? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Was there any difficulty removing the device? Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Unknown. Were there any issues noted with staple formation? If so, please describe the shape and location. Is the colostomy temporary or permanent? Unknown at this time.